Event description:
Philips received a complaint on the heartstart mrx indicating that the device was failing the operational check. There was no patient involvement. The rse worked with the customer and found the paddle trays need to be replaced. Service been scheduled to replace the paddle trays. The device will have its paddle trays replaced and the device will then be returned to service. The investigation concludes that no further investigative action is required at this time.